Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device and perforation of the fallopian tubes"), device dislocation ("migration of essure device location of device: colon ¿ omentum") and genital haemorrhage ("abnormal genital bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena; for an unreported indication: birth control pill in 2015. Concomitant products included progesterone. In december 2015, the patient had essure inserted. In may 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6)2016 salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6)2016 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, procedural pain, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2016: unilateral occlusion (left tube occluded) in may-2016 : transvaginal ultrasound : unilateral occlusion (left tube occluded), migration of essure device, right coil migrated on (B)(6)2016,left coil in place. Most recent follow-up information incorporated above includes: on (B)(6)2018: event "abnormal bleeding (vaginal)", lab data added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device and perforation of the fallopian tubes"), device dislocation ("migration of essure device location of device: colon ¿ omentum") and genital haemorrhage ("abnormal genital bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena; for an unreported indication: birth control pill in 2015. Concomitant products included progesterone. In december 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, procedural pain and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2016: unilateral occlusion (left tube occluded) ultrasound scan vagina - on an unknown date: most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter information, patient demographic, historical drug and events (menorrhagia, migration of essure device location of device: colon ¿ omentum, pelvic and abdomen pain, abnormal bleeding (general)) were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration and malposition of the device and perforation of the fallopian tubes'), device dislocation ('migration of essure device location of device: colon ¿ omentum'), embedded device ('right essure coil embedded in omentum') and genital haemorrhage ('abnormal genital bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2011 to 2013; for an unreported indication: birth control pill in 2015. Concomitant products included progesterone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tube ligation laparoscopic (bilateral),omentectomy laparoscopic and on 26-jul-2016 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 27-jul-2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, genital haemorrhage, procedural pain, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: unilateral occlusion (left tube occluded). Diagnostic results: in (B)(6)2016 : transvaginal ultrasound : unilateral occlusion (left tube occluded), migration of essure device, right coil migrated on (B)(6) 2016,left coil in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration and malposition of the device and perforation of the fallopian tubes'), device dislocation ('migration of essure device location of device: colon ¿ omentum'), embedded device ('right essure coil embedded in omentum') and genital haemorrhage ('abnormal genital bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2011 to 2013; for an unreported indication: birth control pill in 2015. Concomitant products included progesterone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 12 days after insertion of essure. On (B)(6)2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tube ligation laparoscopic (bilateral),omentectomy laparoscopic and on (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, genital haemorrhage, procedural pain, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: unilateral occlusion (left tube occluded). Diagnostic results: in (B)(6) 2016 : transvaginal ultrasound : unilateral occlusion (left tube occluded), migration of essure device, right coil migrated on (B)(6) 2016,left coil in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, embedded device. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information , event : " right essure coil embedded in omentum.' Added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device and perforation of the fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the fallopian tube perforation and procedural pain outcome was unknown. The reporter considered fallopian tube perforation and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.